Manufacturer narrative:
The correct aware date is (B)(6)2019.

Manufacturer narrative:
Unit received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Event description:
The customer reported via phone call that the insulin pump would not turn on after exposure to moisture. The customer got into the tub with the device. Blood glucose level was 115 mg/dl at the time of the call. The customer also stated that the device had a crack. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The insulin pump was returned for analysis.